Event description:
During a filter placement procedure pt fell off table. This reportedly started when pt's lower leg, which had no knee, sliped off the table. When that happened, the pt's whole body and head were supported by attending nurse and eased to the floor. Pt was lifted back onto exam table and exam continued.